Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be led once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an erroneously high reading from her adc freestyle libre sensor. It was further reported that on (B)(6) 2018 she received a reading of 22 mmol/l (396 mg/dl) and administered an ¿extra dose of humalog insulin¿ in response to the reading and subsequently lost consciousness. Paramedics were called and upon arrival initiated an intravenous infusion of glucose. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving an erroneously high reading from her adc freestyle libre sensor. It was further reported that on (B)(6) 2018 she received a reading of 22 mmol/l (396 mg/dl) and administered an ¿extra dose of humalog insulin¿ in response to the reading and subsequently lost consciousness. Paramedics were called and upon arrival initiated an intravenous infusion of glucose. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.